Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not boot up. It was indicated that the programmer has software errors that required an update to resolve. It was also indicated that a printed circuit board (pcb) was out of specification, and that the case and various external components were damaged. The programmer was repaired and returned to service. Analysis code-result: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off suddenly and then would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.